Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high and low blood glucose. Blood glucose level at the time of the incident was 442 mg/dl. Customer stated suspend on low or suspend before low alarm was cancel by bolus. Auto mode feature was not active at the time of high blood glucose event. Customer stated the insulin pump gave too much insulin and blood glucose started to go low blood glucose. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 63 mg/dl. The insulin pump will not be returned for analysis.